Event description:
Customer reports three false negative results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results obtained for individual 2. See (B)(4) and (B)(4) for alternate false negative results. Individual 2: individual received a false negative result when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21082m, reader sn (B)(4)). Customer tested positive using an alternate method on (B)(6) 2022. No further information provided regarding individual 2.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.